Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to replicate the issue, however, he reviewed the logs and confirmed the 31226 faults pointing to the universal surgical manipulator (usm) 2. The fse replaced the usm 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm involved in this complaint to perform failure analysis. The unit was analyzed, and the reported errors were replicated by failure analysis. The unit was tested on an in-house system where it passed normal mode. The unit was also tested on an in-house patient fixture test platform (pftp) where it passed related tests. However, both systems and pftp testing triggered 31226 pointing to the clockspring. A review of the unit's trending fiber readings showed a degrading clockspring fiber. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had a recoverable error. The surgeon was attempting to suture and the universal surgical manipulator (usm) 2 faulted. The customer had restarted the system and moved usm 2 out of the way to proceed. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed multiple errors for usm2 on the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified and system functionality was checked upon powering on the system. The system initially powered on without errors. The tse was contacted for troubleshooting. During case, the usm 4, which was not being used, was draped and the usm 2 was abandoned. The procedure was completed robotically using 3 usms with no patient injury.